Event description:
Used peelpro introducer from individual kit by peelpro and found this to be thicker and did not bend/kink like other. First: (B)(6) 2016, (B)(6) yr, f, (B)(6). Reference reports: mw5061600 and mw5061601. Diagnosis or reason for use: chemotherapy needed port.